Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an adult brief. The customer reports that she used the surecare protective underwear while as an inpatient at a medical facility and she developed a rash. The doctor prescribed triamcinolone .5% topical cream. The pt has since been released and her condition has improved.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.